Event description:
It was reported via medwatch mw510109 that while using the e-sep pencil in a surgical procedure, the surgeon who was double gloved received a burn to her finger. It was also reported that a saline wash was administered after changing gloves as per standard practice, the surgeon did not require any additional treatment. It was further reported that there is no permanent damage is expected and there was no infection as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device was discarded.

Event description:
It was reported via medwatch mw510109 that while using the e-sep pencil in a surgical procedure, the surgeon who was double gloved received a burn to her finger. It was also reported that a saline wash was administered after changing gloves as per standard practice, the surgeon did not require any additional treatment. It was further reported that there is no permanent damage is expected and there was no infection as a result of this event.